Manufacturer narrative:
(B)(4). The customer report of missing display segments could not be duplicated. No failures were found and the device functioned as intended. The reported failure of "unit display was missing segments" was not verified in this report. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The customer reported that the n65 pulse oximeter had missing display segments. There was no patient harm.